Manufacturer narrative:
H4: the lot was manufactured from october 17, 2017 - october 19, 2017. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The device had been filled with cpt-11 310mg ivgtt 90¿d1,cf 600mg ivgtt 2h, 5-fu 600mg IV, 5-fu 4200mg civ 46h, bev 335mg ivgtt. There was no report of patient injury or medical intervention associated with this event. No additional information is available.